Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-26744. The pt reports she has not recharged her ipg at least two months due to heating while charging. The pt is no longer receiving stimulation and described the stimulation feeling like a sunburn. The ipg is able to communicate with the programmer, however the low stimulation message is displayed. A model 3726 replacement charging, system was sent to the pt which resolved the issue. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.